Event description:
Healthcare professional reported reading an article in which a pt was injected with 1 syringe of juvederm voluma xc in each cheek. Six days after injection, the pt presented with a "two day history of swelling on the upper cheeks and the periorbital area, which more swelling on the right side." Pt took benadryl the day before the consultation with the physician, however it was unclear if the benadryl was self -prescribed or prescribed by a physician. The physician thought at the time the pt was experiencing an allergic reaction and prescribed a medrol dose pak. The swelling and tenderness subsided after 48 hours. One week later, the pt returned with intermittent pain, pressure, swelling and redness of both cheeks. The right was firm to the touch, and had increasing tenderness, and erythema of the skin. An MRI was done to rule out abscess. It was unclear what the results of the MRI were. The 150 units of hyaluronidase was used at the previous injection sites. The pt consented to non-contrast imaging and "the condition worsened in terms of the inflammatory signs." A 16 gauge needle was inserted into the right cheek allowing for aspiration of 8 ml of hemorrhagic material, which was sent for a culture and gram stain, which showed no organisms and was negative for growth after four days. Pt was immediately prescribed 500 mg of levofloxacin. Due to the lack of clinical improvement the pt was taken to the operating room for bilateral cheek exploration under IV sedation and drainage. A specimen was taken for culture and tissue was collected for histology analysis. Analysis showed inflammatory cells organized as the type of foreign body reaction without the presence of microorganisms. Three cultures were negative for anaerobic bacteria and anaerobes. Two of the samples were collected before the initiation of antibiotics. None of the gram stains showed organisms. Five days after the procedure, the area presented with no erythema or tenderness.

Manufacturer narrative:
Further info from the reporter regarding event, prod or pt details has been requested. No add'l info is available at this time. The events of "inflammatory cells organized as the type of foreign body reaction," abscess, allergic reaction, inflammation, erythema, firm, welling and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.